Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the integrated electrosurgical unit (iesu) associated with the customer-reported complaint. The unit was analyzed and the reported failure of constant errors was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the integrated electrosurgical generator unit (iesu) was constantly giving errors c-83, c-88, and c-89. The tse checked the logs and confirmed the errors were pointing to port 3 of the iesu. The nurse confirmed that no instrument cords were attached to the iesu. The tse asked the nurse to reboot the iesu, but the error came back immediately. The procedure was completed with no reported injury or delay. Follow-up was attempted to gather more information, but the customer was not able to provide any additional details related to the event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported problem. The fse replaced the integrated electrosurgical unit (iesu) to resolve errors c-83 and 3-88. The system was tested and verified as ready for use. Isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.